Event description:
Already hospitalized pt was admitted to the intensive care unit for acute onset of tachypnea with oxygen saturation decreased to 84% on room air. Pt was originallu hospitalized with grade 3 febrile neutropenia. Pt is being treated with ecp (extracorporeal photopheresis). This tachypnea with oxygen saturation decreased to 84% was reported to therakos as a spontaneous report. Pt was treated with lasix and over 1 liter oxygen rate.